Event description:
The customer reported the system continued uncommanded x-ray and had a control panel error. The fe stated the system did not produce uncommanded x-ray, but continued to beep and locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.